Event description:
A report was received that the patient developed spinal hematoma postoperatively. Hematoma was believed to be related to the procedure. Spinal decompression was done and the patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 17248767, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.